Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) passed away. At the time of death, the pt was hospitalized for a peritoneal infection and pneumonia. The pt was being treated with an unknown antibiotic. Dianeal therapy was ongoing until the time of death. At the time of death the pt was not connected to the homechoice device or performing a pd exchange. The cause of death was unknown. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.